Event description:
It was reported that the patient presented with syncope. Vf was suspected due to undersensing resulting in lack of defib therapy and lack of inhibition of atrial-biventricular pacing. External defib successfully rescued the patient. A new sense/pace lead was implanted along with a new device.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes that the patient presented in the ER after receiving a shock. Upon interrogation alerts for possible output damage and high voltage lead issue were observed. Patient was externally defibrillated. The patient's rhythm was converted but the device went in backup vvi mode. The lead was capped.